Event description:
It was reported that removal difficulty and tip detachment occurred. The physician noted that the patient had a difficult anatomy. During a cardiomems implant procedure, the sensor was successfully deployed and the delivery catheter removed from the patient. After inserting a swan catheter, the physician attempted to remove the platinum plus guidewire but felt resistance. The swan catheter was flushed and the physician pulled back again on the platinum plus guidewire but felt that it broke as it released. Approximately 8 mm of the distal tip of the platinum plus guidewire remained in the patient. No additional intervention was performed and no further patient complications were reported.